Manufacturer narrative:
Pharmacovigilance comment: sanofi follow-up dated (B)(4) 2014: based on available information the new added event of intermittent edema of right calf has been assessed as complication of deep vein thrombosis of right lower extremity / thrombosis of right v. Femoralis superficialis. Sanofi follow up company comment dated: (B)(4) 2014: the follow up information received does not change the previous case assessment. Sanofi company comment dated (B)(4) 2014: this case concerns a patient who developed deep vein thrombosis of right lower extremity, pulmonary embolism and oedema knee after treatment with synvisc one injection. In opinion of reporter, overexertion and increased work in a kneeling position in the cold conditions in period after synvisc one administration and probable co-administration of unspecified drugs into the knee during exudate evacuation can also be held as alternative explanation for adverse events.

Event description:
This unsolicited device case was received from the (B)(6) on (B)(4) 2014 from a pharmacist. Based on additional information received on (B)(4) 2014, the events of baker's cyst in fossa popliteal and intermittent edema of right calf were added. The event of deep vein thrombosis of right lower extremity was updated to deep vein thrombosis of right lower extremity / thrombosis of right v. Femoralis superficialis and pulmonary embolism was updated to pulmonary embolism / bilateral successive pulmonary embolization. This case concerns a (B)(6) male patient who developed knee oedema, "joint exudate / exudate (liquid) in right knee joint" (effusion right knee) , pulmonary embolism / bilateral successive pulmonary embolization, deep vein thrombosis of right lower extremity / thrombosis of right v. Femoralis superficialis, intermittent edema of right calf, right calf rigidity (muscle rigidity) and baker's cyst in fossa popliteal after receiving treatment with synvisc one. The patient had medical history of hernia surgery. No past drugs and concurrent condition were reported. The patient had no medical history of injury, allergy, history and the patient was a non-smoker. Relevant concomitant medication included nimesulide (nimesil) and chondroitin sulfate sodium (condrosulf) for gonarthrosis (conservative therapy). On an unknown date in (B)(6) 2013, the patient received an intra-articular synvisc one injection, once (dose, batch/lot umber and expiration date unknown) into the right knee gonarthrosis in orthopedic department. On unknown date in (B)(6) 2013, 14 days after synvisc one administration, the patient developed knee oedema and exudate (liquid) in right knee joint for which the patient required repeated exudate punctuation and evacuation. On an unknown date in (B)(6) 2013, the patient also experienced intermittent edema of the right calf, right calf volume enlargement and solid palpation which improved during the day. It was reported that two arthrocentesis were performed by the surgeon with 200 ml of exudate evacuated. Subsequently, the patient experienced right calf rigidity, deep vein thrombosis of the right lower extremity. On (B)(6) 2013 (during walk with dog), patient experienced limiting dyspnea and transitional left parasternal chest pain with temporal improvement. The same day ((B)(6) 2013), the patient was hospitalized due to pulmonary embolism and during journey to hospitalization; dyspnea occurred during ascending the stairs and improved after rest. On (B)(6) 2013, in hospital, at 9:02, doppler ultrasound of right low extremity revealed thrombosis of right vena popliteal. At 8:34, laboratory examination showed that d-dimers tests value was 8960ng/ml (feu); creatine kinase ma mass test value was 5.76 mcg/l and s-myoglobin levels were 53 (units unspecified). At 10:33, pulmonary perfuse x-ray showed multiple sub-segmental up to segmental perfusion defects indicative for bilateral embolization of pulmonary artery. At 12:22, the internal examination of patient concluded that bilateral successive pulmonary embolization with source from vena femor (time sequence to intraarticular into knee joint) and the patient was recommended heparin-fraction, calcium salt (fraxiparin) and warfarin administration, bed rest for 24 hours followed by mobilization with bandage. On (B)(6) 2014, at 9:02, oncomarkers result showed value of cea c: <0.5 mcg/l, ca 19-9 c:<1.2 kui/l and s-psa c: 0.36 mcg/l. At 10:34, x-ray of knee showed gonarthrosis with grade 1 and good position, x-ray of heart and lungs showed lungs without any infiltration or focuses, normal results corresponding to the patient age. On an unknown date, pulmonary perfuse x-ray showed normalization of status. It was reported that the patient's hospitalization was without any complication. On (B)(6) 2014, at 11:00 hours, the patient was diminished in good condition. Action taken: permanently discontinued. Corrective treatment: repeated exudate punctuation and evacuation for the events of joint exudate and knee oedema. Outcome: recovered / resolved for the event of knee oedema, joint exudate / exudate (liquid) in right knee joint, pulmonary embolism / bilateral successive pulmonary embolization, deep vein thrombosis of right lower extremity / thrombosis of right v. Femoralis superficialis and right calf rigidity. Unknown for the events of intermittent edema of right calf and baker's cyst in fossa popliteal. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specifical result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Reporter's causality assessment: the causality for the events of deep vein thrombosis and pulmonary embolism was assessed as not related to synvisc one administration due to the fact that the patient experienced overexertion and increased work in a kneeling position in the cold conditions in period after synvisc one administration and probable co-administration of unspecified drugs into the knee during exudate evacuation. Seriousness criteria: joint exudate / exudate (liquid) in right knee joint, knee oedema and intermittent edema of right calf: intervention required intermittent edema of right calf and deep vein thrombosis of right lower extremity / thrombosis of right v. Femoralis superficialis: medically significant. Pulmonary embolism / bilateral successive pulmonary embolization: life threatening and hospitalization. Additional information was received on (B)(4) 2014. Ptc investigation report was added. Additional information was received on (B)(4) 2014 from the physician. The patient's medical history was added. Relevant concomitant medications and corrective treatment were added. Suspect drug's indication was updated from knee arthritis to right knee gonarthrosis. The events of baker's cyst in fossa popliteal and intermittent edema of right calf were added. The event of deep vein thrombosis of right lower extremity was updated to deep vein thrombosis of right lower extremity / thrombosis of right v. Femoralis superficialis and pulmonary embolism was updated to pulmonary embolism / bilateral successive pulmonary embolization. Symptoms of dyspnea and transitional left parasternal chest pain were added to the associated diagnosis of pulmonary embolism / bilateral successive pulmonary embolization and symptom of right calf volume enlargement was added to the associated symptom of intermittent edema of right calf. Additional seriousness criteria of the event of pulmonary embolism / bilateral successive pulmonary embolization and discharge date from hospital were added. The labs value of doppler ultrasound. Pulmonary perfuse x-ray, oncomarkers, x-ray of knee, x-ray of heart and lungs, d-dimers test, creatine kinase ma mass test and s-myoglobin levels were added. Clinical course updated and text amended accordingly. Additional information was received on (B)(4) 2014. As no new safety information was received therefore the information was processed as no new information (nni).